Event description:
It was reported that the pump was alarming air in line alarm. Patient confirmed that connectors were all tight and there were visible bubbles within the tubing. Per reporter, they instructed the patient to massage tubing and power back on, but the alarm returned upon start up. Troubleshooting was unsuccessful. Resolution volume 12.3ml. This event occurred at the patient's home. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Device was not returned for root cause analysis. No previous repair has been noted in the last 12 months. An error history log was not provided to aid in the investigation. Based on the review of information provided from the customer and no device was returned for review, a product evaluation cannot be performed. Probable cause of the reported problem could not be determined.